Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl shut down while in use and could not be turned on anymore. No patient consequences reported.

Manufacturer narrative:
The information received from the customer indicated a failure of the power supply. Therefore the suspected ac-dc power supply unit was requested in addition to the log file for investigation. The available log file only covers the timeframe between november 11th, 2018 and november 17th, 2018. Thus, the reported date of event ((B)(6) 2018) is not covered by data logging. The suspected ac-dc power supply was therefore further investigated. It could be identified that the power supply did not function while being on mains supply. The root cause could be attributed to a faulty resistor. In case of an insufficient main supply power, the device alarms and switches to internal batteries. For this event the internal batteries had no sufficient capacity. As the batteries could not be provided for investigation, it could not be determined whether the batteries have not been sufficiently charged or if they had malfunctioned. It could only been derived that the internal batteries were over three years in use despite a replacement interval of two years. Inappropriate ambient conditions such as a hot temperature are likely to have a negative effect on the battery capacity. If the supply power is insufficient, ventilation will be stopped and the device will open the airway system in order to allow the patient to breath spontaneously. Ventilation with an alternate device may become necessary.

Event description:
Please refer to the initial-report.